Manufacturer narrative:
D9 - product available to stryker - updated d9 - returned to manufacturer on - updated h3 - device evaluated by mfg ¿ updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a broken/fractured condition. The stent delivery wire (sdw) was returned within the introducer sheath. The tip of the introducer sheath appeared to have been cut/removed. Approximately 2mm was missing from the distal tip. Only the proximal (closed cell) portion of the stent was returned. The stent was broken/fractured as well as deformed. All 3 marker bands were present on the proximal end of the stent. The sdw was kinked/bent at the distal end. The functional inspection was not required as the event was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) ¿stent difficult/unable to advance or pullback through catheter' and 'stent difficult/unable to transfer' could not be replicated. However, the analysis results are consistent with the reported event. The as reported 'stent deployed prematurely during use' and 'stent broken/fractured during use' were confirmed visually. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. It was reported that the stent could not be pushed out of the introducing sheath and into the microcatheter in vitro. After cutting off approximately 2mm of the tip of the introducing sheath, the physician attempted again, but the stent still could not be pushed out. The physician then continued to cut off approximately 1mm of the tip of the introducing sheath and tried pushing again, but to no avail. The physician then cut off another portion of the tip of the introducing sheath for a third attempt. During this attempt, the physician found that the stent could fully enter the microcatheter, but there was significant resistance during pushing. When pulling back the delivery wire for the stent, it was found that the stent had deployed inside the microcatheter (with the proximal part in the hub). The physician used forceps to remove the stent and the stent was then fractured and only proximal part of the stent was taken out. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. When the stent just went into microcatheter delivery resistance was very big so the operator used more force to push. The device was returned for analysis and it was confirmed that the tip of the introducer sheath had been cut, the proximal end of the deployed stent was returned, deformed and fractured. There was kinking noted to the distal end of the sdw. It is probable that the introducer sheath was not optimally positioned or that there was movement of the sheath during the initial transfer attempt causing the reported stent difficult to transfer. Once the distal tip of the introducer sheath was cut optimal seating of the sheath would not be possible therefore causing further transfer issues and the subsequent damage to the stent and sdw. Based on the review of all available information, an assignable cause of procedural factors will be assigned to the reported initial ¿stent difficult/unable to transfer¿, as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable of user error will be assigned to the reported ¿stent difficult/unable to advance or pullback through catheter¿, ¿stent deployed prematurely during use¿ and ¿stent broken/fractured during use¿ and to the analysed ¿stent deployed prematurely during use¿, ¿stent broken/fractured during use¿, ¿stent introducer sheath distal tip damaged¿, ¿stent deformed¿ and ¿sdw kinked/bent¿, as the investigation indicates that the cut tip of the introducer sheath caused these issues.

Event description:
It was reported that the stent (subject device) could not be pushed out of the introducer sheath into the microcatheter, thus the physician tried cutting off the introducer sheath and advanced the stent into the microcatheter with resistance. When the physician attempted to pull the delivery wire, he found that the stent got deployed within the microcatheter with proximal of stent in the hub, thus the physician used a forceps to remove the stent and fractured the stent in the process. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the stent (subject device) could not be pushed out of the introducer sheath into the microcatheter, thus the physician tried cutting off the introducer sheath and advanced the stent into the microcatheter with resistance. When the physician attempted to pull the delivery wire, he found that the stent got deployed within the microcatheter with proximal of stent in the hub, thus the physician used a forceps to remove the stent and fractured the stent in the process. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.